Manufacturer narrative:
(B)(4). Sample will not be returned for eval. This is one of 3 records reflecting multiple occurrences of (B)(4). Additional occurrences are documented as MDR #9680794-2009-00039, MDR #9680794-2010-00016. Until jul 27, 2009, multiple occurrences were reported on a single MDR. They are now reported as individual events. All multiple occurrences from jan 1, 2009 through jul 27, 2009 are being remediated to include the correct number of complaints, (B)(4) reports. Please refer to the MDR for the original complaint referenced above for the f/u for this MDR.

Event description:
It was reported that the sales rep spoke with md, who informed him about an issue which happened about two weeks ago. During a dsa (intravenous digital subtraction angiography), exam contrast medium was power injected. The sideport tubing jumped off the nipple due to the pressure and blood was spurting out. No complaint sample was retained, except the box of the last catheter. At the time of the talk, no info was given about pressure used, medication and pt outcome except that the pt did not suffer any harm due to the issue. Sales rep is about to gather more info from the other md's who were not present at the meeting with the chief of the angiology ward.